Manufacturer narrative:
(B)(4). Non-philips brand pads were used during this patient use event.

Event description:
It has been reported that the device gave the "pads unusable" prompt several times during a patient use event. The pads in use at the time of the event were not philips branded pads but the user states they were compatible. The patient did not survive.